Event description:
It was reported that the implantable neurostimulator (ins) had been removed during a spinal fusion surgery occurring on (B)(6) 2013. It was noted that the ins was removed because they could not work around it. It was noted that the spinal fusion was not related to the therapy. It was noted that the ins really helped the patient and they wished they still had it.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).